Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It is reported by nurse sabine of the hospital that there are misdrillings.

Manufacturer narrative:
Catalog number is still unknown at this time. The device was reported as an unknown gamma nail target device. If additional information becomes available it will be provided on a supplemental report.

Event description:
It is reported by nurse sabine of the hospital that there are misdrillings.

Manufacturer narrative:
Evaluation revealed the target device as primary product. No associated products were reported. Appearance of item and inspection records identified the target device returned being of new design version which already was manufactured from peek material. Deviations in the inspection documents were not found. A check of the function on 100% of the devices (sub supplier) and additional in house spot check of the lot in question revealed function was given in full on the devices at the stage of delivery. Functional test revealed neither proximal ¿ nor distal contacts of the drill to the drill holes of the sample nail. The function of the target device returned was fully given. The alleged event ¿distal mis-drilling occurred¿ could not be confirmed. Potentially reduced accuracy in guidance is usually found during functional check (required per IFU). Regarding mis-drilling the operative technique has been modified by engineering change. Although a real root cause could not be determined the alleged event is most likely caused due to a sub optimal intra operative procedure. The event did not involve a product problem indicating a nonconformity, adverse trend or unanticipated hazard. Investigation revealed no nonconformity, therefore no ncr was initiated. A review of the labeling did not indicate any abnormalities.

Event description:
It is reported by nurse (B)(6) of the hospital that there are mis-drilling's. Event occurred during distal locking.